Manufacturer narrative:
Updated information: h3 changed to yes h6 component code changed from g04035 to g04082 and g07001 the investigation for the battery level low alarm has been completed. The cause of the battery level low alarm was a communication anomaly between the battery and power battery management board.

Manufacturer narrative:
The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale: an impella 5.5 device was inserted surgically into the left axillary artery in a (B)(6) male patient presenting with cardiomyopathy and in scai stage c shock, prior to initiation of support. While the patient was walking in the intensive care unit (ICU), the automated impella controller (aic) console had a ¿battery level low¿ alarm. The alarm self-resolved and the aic indicated the battery level was full without having to connect to power source. Additionally, the feed was split, and the image was distorted on impella connect. The console was exchanged and no further issues were noted. The post-procedure outcome is unknown. The device functioned at p-4 at 3.2 l/min with no issues. The automated impella controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
D6a and d6b: added implant and explant dates.

Manufacturer narrative:
B5 clinical narrative updated. Section d1 brand name corrected. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Event description:
Clinical rationale: an impella 5.5 device was inserted surgically into the left axillary artery in a 67-year-old male patient presenting with cardiomyopathy and in scai stage c shock, prior to initiation of support. While the patient was walking in the intensive care unit (ICU), the automated impella controller (aic) console had a ¿battery level low¿ alarm after 11 minutes. The alarm self-resolved and the aic indicated the battery level was full without having to connect to power source. Additionally, the feed was split, and the image was distorted on impella connect. The console was exchanged and no further issues were noted. The post-procedure outcome is unknown. The device functioned at p-4 at 3.5 l/min with no issues. The pump pressure sensor (ps) was reading lower pressures than a-line and showing very negative lv diastolic pressures and suction when above p-4 (previously p-7 without issues). The automated impella controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.